Event description:
Customer called and stated that the doctor could not attach the capsule to the esophageal, so therefore, the doctor was able to bring out the delivery system without causing any harm. The capsule is still attached to the delivery system. Dr. Was able to use another capsule on the patient successfully.

Manufacturer narrative:
No patient injury has occurred following this incident.